Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, lot# n279819001, implanted: (B)(6) 2011, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving compounded baclofen 2000; dose of 315 and morphine 2; dose of 0.3 via an implantable pump. Indication for use was intractable spasticity and post spinal cord injury. Patient weight and medical history was asked but unknown. Other medications the patient was taking at time of the event was not obtained and not available. The date of the event was (B)(6) 2017 post-operative. It was reported the 20cc pump was replaced due to normal elective replacement indicator (eri) with a 40cc pump on (B)(6) 2017. The hcp believed the catheter may have kinked when putting the larger pump back into the pump pocket. The patient experienced withdrawal symptoms of itching and spasms. Surgical intervention occurred (B)(6) 2017 with exploration of the pocket and catheter. The catheter was kinked due to orientation of the pump in the pocket and short pump segment length. The hcp was able to aspirate from the side port once the pump was out of the pocket. A catheter revision was done on (B)(6) 2017. The old catheter was spliced and a new pump segment was added to allow for more length to coil behind the pump. The pump was placed in the pocket and side port aspiration through the skin was successful. It was unknown if the issue was resolved. Patient status was alive - no injury. No further complications were reported. Additional information was received on (B)(6) 2017 from a healthcare professional (hcp) via a company representative the hcp confirmed that the kinked catheter and withdrawal symptoms are resolved.